Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2018 with ectasia in the left eye (os). The patient's chief complaint was of irregular astigmatism. The patient¿s comments were of blurred vision on the left eye since last year. It was stated the patient is not an eye rubber. It was stated that the patient had no loss of best corrected visual acuity (bcva). The surgery center reported the symptoms are interfering with daily activities. The patient was referred to a specialist for cross linking procedure. Bcva from (B)(6) 2015: right eye pre-op 20/20 -4.50 x -1.00 x 22, left eye pre-op 20/20 -2.50 x -1.00 x 145. Bcva from (B)(6) 2018: right eye post-op 20/20 .25 x -.25 x 133, left eye post-op 20/20 .75 x -2.75 x 90.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.